Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: conclusion: failure event observed during analysis. Final analysis found that the lead was returned in two pieces. Insulation abrasion exposing the outer coil was noted at 6.5 cm to 6.8 cm from the connector pin and at 5.6 cm to 6.3 cm from the distal pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).